Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. Brown/red particles observed in the surface of the shell. Wear abrasion observed in the surface of the shell. Observed more than three opening striated assessed as to surgical damage.

Event description:
Healthcare professional reported right side "capsular contractures, baker grades IV, and exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter email: email - (B)(6). A review of the device history record has been completed. No deviations or non-conformities noted. The event of "capsular contractures" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contractures, baker grades IV.

Event description:
Healthcare professional reported right side "capsular contractures, baker grades IV, and exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted and replaced.